Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 02/27/2015 with the following findings: visual inspection revealed that the battery compartment was cracked from the threads down to the bumper pad. The keypad cover was found to be peeling/thinning. During testing, the contrast keypad button was found to be unresponsive, which has no effect on insulin delivery function. The keypad cover was removed and contamination was found under the keypad contacts. The contrast button contact was found to be misaligned.

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked. Investigation also revealed that there was contamination under the keypad contacts. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 02/27/2015.